Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the helium regulator, transducer, bushing and helium tubing. The fse completed the pm, full calibration, and functional check has been performed per the factory calibration procedures. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a low helium alarm. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.